Manufacturer narrative:
Original MDR was filed on 07-feb-2019. Additional information (13-feb-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely depressed human chorionic gonadotropin (hcg) result. Hsc evaluated the information provided and the instrument data files. No product nonconformance was identified. Quality control was in range at the time of testing. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that a discordant, falsely depressed human chorionic gonadotropin (hcg) patient result was obtained on a dimension exl system. Siemens is investigating the event.

Event description:
A discordant depressed human chorionic gonadotropin (hcg) result was obtained on a patient sample on the dimension exl system. The result was reported to the physician who questioned the result. The same sample was reprocessed on the same instrument and a higher result was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant hcg result.